Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip (B)(4). Manufacturer contacted customer on 07/28/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 128 - 280 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Customer stated that she had to go to ER on (B)(6) 2017 because she had obtained a result of hi fasting using the truemetrix meter. Customer stated that two minutes later she went to the ER (customer stated that she lives two minutes away from the hospital). Customer stated that they had run a blood test and the result was 237 mg/dl fasting. Customer stated that she was not having any symptoms when she got the hi, and that she went to the hospital just as a precaution. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the meter giving a hi on (B)(6) 2017.